Manufacturer narrative:
Upon review, mentor has become aware that medical device problem code off-label use (a2304) was missing from the previous submissions. Per the instructions for use, these devices are not indicated for breast tissue expansion applications. Manufacturer's reference number: (B)(4) medical device problem code off-label use (a2304) added to h6 medical device problem code field.

Manufacturer narrative:
After additional review of this event by mentor's clinical safety and regulatory teams on 22-jul-2022, it has determined that the device was not used off-label. As a result, medical device problem code off-label use no longer applies. Manufacturer's reference number: (B)(4) h6 medical device problem code off-label use no longer applies.

Manufacturer narrative:
On april 6, 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the sample, it was noted that it was not received the injection reservoir part. Tubing and shell were received. Leak testing was performed in accordance with mentor procedures and no leak sites were detected on shell. During the microscope examination striations were detected in the edges of the tubing consistent with a rupture with a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast reconstruction with 700cc mentor tissue expanders and experienced postoperative deflation. As a result, the patient's impacted device was explanted on (B)(6) 2020. This report is for the patient's left-sided device.

Manufacturer narrative:
On march 12, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).